Event description:
The customer reported the probe bent in the esophagus. The probe was repositioned and remained in the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Type of investigation was corrected to 4114 device not returned.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. Sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Because no photo or sample was available for evaluation, a possible root cause could not be determined. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for reported failure mode. Based on the investigation, no further actions are being pursued. This complaint will be used for tracking and trending purposes.